Event description:
Stated that vent was on patient in flight, they needed to remove ac power and upon removing ac power (according to users vent had batteries installed) the screen went white and started alarming.